Event description:
Patient's meter would not power on. Patient did not experience any symptoms of high or low blood sugar. Patient replaced the batteries on the meter and meter still not power on. Patient took 12u of insulin. Patient did not call md or seek medical attention. Patient did not suffer a serious injury. When the meter does not turn on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent patient a new meter.